Event description:
It was reported that (1) device was used during a laparoscopic colectomy. It was reported by the affiliate that the lcsc5 emitted an error alarm. Another device was used to complete the case. There was no consequence to the pt. The device was discarded.